Event description:
It was reported that when using the bd pyxis medstation system, there was a failure in drawer 6, which prevented the user from accessing medications. The customer reported a delay of 4 minutes in patient care, as the user needed to obtain medication from another station. The delayed medication was named loprefsor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure due to debris that blocked the open/close sensor. A field service engineer removed debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.